Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed error code 41626. A functional test was performed and the reported issue was not duplicated, however a buckled upstream occlusion seal was confirmed. The cause of the reported issue was unknown. As a result, the occlusion seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.